Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted. Additional information received indicated that the lead was dislodged thus; the physician opted to implant a new lead as replacement of the dislodged lead. The lead was no longer in service and was disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.